Event description:
75 year old female with edema implanted on (B)(6) 2023. On 12/19/2023, patient reported an issue with the incision. Patient was diagnosed with an infection and prescribed an antibiotic. Additionally, patient received treatment from a wound care clinic where the wound was debrided. Patient is healing well.